Event description:
Additional information received indicated the right ventricular (rv) lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds, high pacing impedance, and device sensing issues due to r-wave amplitude variation. The patient was asymptomatic. No changes were made and there were no consequences to the patient.